Event description:
PICC - double power PICC. Within 24 hrs, she saw the redness and swelling, etc. Pt thought may be the sutures and just the local irritation of the insertion. We have never used adhesives, no biopatch. Cleaning is a betadine wash followed by saline wash off. Dry sterile 4x4s and held in place by mesh. All of this irritation is exactly following where ever the line is contacting her skin. We are trying to put a 2x2 gauze wherever we can to get it off her skin but still touches indeed. We have never had a reaction like this from the line. And we see tons of lines. Her therapy (hopefully) is over in a few days and we can do this. It is extremely odd. Pt is hyper-sensitive to many things on her skin as it is she states.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.